Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced blood glucose (bg) levels in the 300's mg/dl range and moderate to large ketones. Manual injections were administered to address the bg levels. Complete supply changes were performed each time to resolve the occlusions. The customer alleged there was underlying pump issue causing these occlusions. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.